Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported the unit lost power and shut down. When the doctor rebooted the unit it would not come in. There was no injury to the patient.

Event description:
Please see initial report.

Manufacturer narrative:
The device and the logfiles were analysed at dräger repair center (B)(4). Although it was not possible to reproduce the failure the logfiles showed that there were deviations at the measurement of the rotation speed. This led to the technical alarm "blower defect" and the device switched into patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The technical alarm ¿blower post fail¿ will occur if there are faulty rotation speeds during the device start. In this case the device will not start and alarm adequately. One possible reason for a rotation speed deviation is a faulty pcb motor controller, as indicated in the logfiles. Consequently it was replaced in the dräger repair center. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.